Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had replacement surgery in (B)(6) 2014. The old stimulator was good and worked perfectly. The healthcare provider (hcp) advised the patient to upgrade the stimulator because, it only stimulated one side of the patient¿s leg. Since implanted, it helped great with one side. The upgraded one would work for both legs at the same time. Before the first surgery which was working well perfect on both sides but was not reaching where it was supposed to. The hcp advised to have a new one done so it would work on both legs and to be put high on by their hip. They replaced the stimulator in may 2014.